Manufacturer narrative:
While this product is not sold in the united states, it is like or similar to a product marketed in the united states. The event occurred in (B)(6).

Event description:
The connector piece of the tubing has totally fallen off. The customer suffers from high blood glucose levels due to the fact that the tubing sometimes disconnects overnight. No adverse event reported.a request was made for the return of the device.